Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint#: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be inserted into the sheath. When insertion into the sheath was attempted using a balloon of the same size, the balloon could be used without any problem. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be inserted into the sheath. When insertion into the sheath was attempted using a balloon of the same size, the balloon could be used without any problem. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter with the guidewire still inserted through the iab and out through the y-fitting. Two dilators and the one-way valve were also returned and still attached to the extracorporeal tubing. The catheter tubing was observed to be flattened along its length which may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. The one-way valve was vacuum test and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was unable to be performed due to the returned condition of the iab. The evaluation cannot confirm the reported problem due to the returned condition of the iab. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be inserted into the sheath. When insertion into the sheath was attempted using a balloon of the same size, the balloon could be used without any problem. There was no reported injury to the patient.